Event description:
It was reported that during an un-specified procedure pre-dilatation was performed and the 2.5 x 18 mm promus stent delivery system (sds) was advanced, but did not cross the lesion. During removal of the sds, resistance was noted with the lesion. The 2.5 x 12 mm promus was then advanced; however, the sds could not cross the lesion, and resistance was met again with the lesion. A non-abbott stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The 2.5 x 18 mm promus is being filed under a separate medwatch report. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Additionally, it is likely that the lesion characteristics contributed to the resistance during retraction as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.